Manufacturer narrative:
According to the serial#, this 700-959 was made in 2022/05. In response to the mdpr report, we conducted the "anti-pulling strength test" on the 700-959 handgrip. The test is performed with ref the iso7176-8:2014,c8.7, since there's no such a ref in iso11199-2. After the test, the handgrip stay secure on the rollator handle without moving.

Event description:
Per health canada mdpr (B)(4): drive devilbiss healthcare was notified of an incident involving a rollator by the provider who reported that the rubber handles grips slipped completely off while in use and the end user almost fell. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.